Manufacturer narrative:
Retainer ring=black. Case type=ngp. On 01/24/2023 customer called in with the following concern: customer request assistance she was changing battery for the pump, and she had battery failed alarm, and cracked from the top with battery cap down to back. P-cap locked in place properly during testing. Proceed it by using a new battery cap and a new battery. Unit powered up properly after battery insertion. Unit passed displacement test, self test and active current measurement test. High sleep current noted. Proceed with cutting unit open and perform a visual inspection on connectors and electronic assemblies. All connectors were plugged in properly. Continue with swapping of, internal battery, external battery tube and connector and electronic boards to pinpoint the faulty component. It was determined that pcb1 was at fault. Isolate to pcb1. Unit also received with cracked case (battery tube) and cracked battery tube threads. In conclusion, customer concern was not confirmed. Unit powered up properly and the testing of the unit was successful. However, high sleep current measurement noted. Isolate to pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm and crack on the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed and the customer was advised to replace the insulin pump; however, the customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.